Event description:
It was reported the pt experiences burning at the ipg site regardless of stimulation on or off. The ipg may be pressing on a nerve. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.